Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was returned. Visual inspection noted a segment of the electrode was returned measuring 583 millimeters (mm). The cathode coil was extremely stretched and extends by 335 mm beyond the end of the lead. The tip segment of the electrode, including the helix and neck insulation was not returned. Continuity testing on the returned segment passed, indicating the conductors are intact on the segment of the returned lead, however the inner coil was fractured due to being pulled with force.

Event description:
It was reported that during a system upgrade to a right-sided system due to venous occlusion and need for cardiac resynchronization therapy pacemaker (crt-p), the physician pulled the right ventricular (rv) lead back slightly and heard a pop. The lead had broken during the removal process, which left a fragment of the lead un-retrieved in the rv apex of the heart. The physician admitted that he thought that the lead had only been implanted for 10 months (instead of 22 months), and that it was his mistake as 22 months was too long in situ to expect to be pulled out. The procedure was completed and the patient was expected to fully recover. The lead was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.